Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the issue was that patient just felt they needed a little bit of exercise added to their routine. The unit is working fine. Excessive weight gain and had an inflammation around unit. Patient haven't started yet. Patient's weight at the time of event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed directions on how to put the ins into MRI mode for an MRI for a change in therapy in the patient's upper back. The patient said they were on group a @ 3.75. The patient stated that they did feel stimulation and the stimulation was helping for the lower part of the back and legs but the stimulation was not helping with the upper back; the patient noted that this was a sudden change. The patient said they have had no falls or trauma. The patient stated that the MRI was looking at the leads and the system to see if there was a reason for the change. No further complications were reported/anticipated.